Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge fluctuated for a short period of time and a power source alert occurred while charging. During trouble shooting with tandem technical support, pump battery was showed as fully charged. Power adapter and usb cable were replaced. Customer's blood glucose was 170 mg/dl